Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0; model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2021 / serial#: (B)(4); UDI#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 10-dec-2020; labeled for single use: no; (B)(4); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption associated with high watt alarms and the controller exhibited electrical fault alarms. "It was noted that there was an issue with the stator". It was decided not to exchange the controller and just permanently silenced the alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the alarm log file revealed two (2) electrical fault alarms and eight (8) high watt alarms were logged on 16/aug/2022. The electrical fault alarms were logged at 05:40:13 and 09:07:49 indicating an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Review of the data log file revealed a sudden increase in power consumption to parameters above normal operating range was logged on 16/aug/2022 due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed reactivation events were logged on 16/aug/2022 at 05:40:09 and 05:40:17, indicating an overcurrent condition on the rear stator. Review of the event log file also revealed that the electrical fault alarm was permanently silenced by the site on 16/aug/2022 at 09:07:49. As a result, the reported event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm and high power event can be attributed, but not limited, to contamination by foreign material of the driveline connector, damage to the driveline wires, and/or driveline connector. Additional products: d4: serial#:(B)(6). H3:yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.